Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the suspect device. The reported problem could not be duplicated. No failure was detected as the device passed all diagnostic testing. The customer reported that the device has been placed back into service.

Event description:
The customer reported that the 3100b high frequency oscillating ventilator lost pressure. This reported event occurred while on a patient during a chest x-ray. Alternate ventilation was provided by changing out the unit. The customer stated that there are no allegations of patient harm or injury.